Event description:
It was reported that during initial implant procedure, the right atrial lead exhibited noise before lead fixation. The problem was not resolved after extending the helix. The lead was replaced. Patient was stable and the procedure was completed with no other anomalies.

Manufacturer narrative:
Analysis was normal. No anomalies were found.